Event description:
As reported by the (B)(6) study indicated that post deployment of the angioguard filter there was flow arrest in the right ica followed by the patient experiencing left sided weakness, confusion, not following commands and aphasia that were diagnosed as an ischemic stroke. The angioguard also caused significant spasm to cause stasis of flow and a dissection in the petrous carotid that treated with an additional stent. The patient was symptomatic at the time of the index procedure after having experienced amaurosis fugax lasting 30 min prior to the procedure. Baseline nih and rankin scores were 0, respectively. Cas was being performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortuosity. The arch ii lesion was moderately calcified. A 5mm medium support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated with a 4.0x40mm boston scientific balloon and a 10x40mm precise pro rx stent was successfully deployed at the target lesion. Post-dilation was also performed 5.5x20mm boston scientific balloon. Post precise placement and angioguard removal a wingspan stent was deployed at the site of the dissection. The residual diameter stenosis measured 0%. . There is no documented presence of air bubbles during the procedure. Additional heparin was administered and the patient remained on the heparin drip overnight. The patient had residual symptoms at discharge including left sided upper extremity weakness and partial left neglect with an nihss of 2. The patient was discharged 5 days later. Nih and rankin scores were each 3 at discharge.

Manufacturer narrative:
As reported by the (B)(6) study indicated that post deployment of the angioguard filter there was flow arrest in the right internal carotid artery followed by left sided weakness, confusion, not following commands and aphasia, diagnosed as an ischemic stroke. The angioguard also caused significant spasm to cause stasis of flow and a dissection in the petrous carotid treated with an additional stent. The patient was symptomatic at the time of the index procedure after having experienced amaurosis fugax lasting 30 min prior to the procedure. Baseline nih and rankin scores were 0, respectively. Cas was being performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortousity. The arch ii lesion was moderately calcified. A 5mm medium support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated with a 4.0x40mm boston scientific balloon and a 10x40mm precise pro rx stent was successfully deployed. Post-dilation was also performed 5.5x20mm boston scientific balloon. Post precise placement and angioguard removal a wingspan stent was deployed at the site of the dissection. The residual diameter stenosis measured 0%. There is no documented presence of air bubbles during the procedure. Additional heparin was administered and the patient remained on the heparin drip overnight. The patient had residual symptoms at discharge including left sided upper extremity weakness and partial left neglect with an nihss of 2. The patient was discharged 5 days later. Nih and rankin scores were each 3 at discharge. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Adjudication minutes received indicated that there was thrombosis and the stroke was embolic. (B)(4). The patient is (B)(6) man with a history of dyslipidemia, chf, hypertension, and tia. The site also reported chronic atrial fibrillation with coumadin administration. Pre-procedure on (B)(6) 2012, the nih stroke scale score was 0 and the rankin stroke scale score. Was 1. On (B)(6) 2012 he underwent the index procedure with delivery of the angioguard xp ecgw device, pre-stent balloon angioplasty, placement of one precise pro rx stent and poststent balloon angioplasty in the right ostial ica. Control angiography revealed complete occlusion of the right ica by the angioguard xp ecgw "likely due to vasospasm and decreased pore size of the angioguard device." The angioguard xp ecgw was removed. A control angiogram demonstrated a probable spiral dissection arising from the proximal petrous into the cavernous carotid artery, "likely resulting from the distal protection device." In addition, there was an in-stent thrombus adherent to the distal aspect and medial aspect of the stent extending from the proximal ica to the distal cca. A wingspan stent was delivered and deployed to cover the dissection that resulted in improved flow through the right ica. The catheterization report also noted that a "proximal portion of dissection appeared to be tacked down." A 5000-unit bolus of heparin was administered. Cerebral angiography was performed, revealing a distal m4 occlusion. The neurological event form reported that at the time of the index procedure, the patient developed behavioral change, aphasia, left hemiparesis and hemineglect. The site reported a 0% final residual in-lesion stenosis. The catheterization report listed the following procedure complications: a right mca embolus to a single m4 branch, right petrous ica dissection due to the angioguard device, and a thrombus adherent to precise pro rx stent. Post-procedure, on (B)(6) 2012 the nih stroke scale score was 6 due to drowsiness, minor left facial paresis, left arm and left leg drift, mild dysarthria and left hemineglect. Post-procedure, the patient was transferred to ICU on heparin drip with administration of asa and clopidogrel. A CT cerebral perfusion with contrast on (B)(6) 2012 at 18:55 revealed a normal CT perfusion of the brain. Later that day, there was a neurological exam change that prompted repeat angiography. At that time, the nih stroke scale score was 12 due to drowsiness, left gaze preference, partial hemianopia, minor left facial paresis, left arm and left leg without resistance to gravity, partial left sensory loss mild dysarthria and complete left-sided neglect. Repeat cerebral angiography on (B)(6) 2012 at 20:34 for a right mca stroke showed patency of the study stent with a filling defect similar to the filling defect identified earlier, at the time of index procedure. There was no evidence of propagation of the clot or increase in size. There was no evidence of any mobility of the thrombus and it looked stable. The intracranial circulation filled well, and there was no clear distal branch occlusions, which were present earlier. The dissection extending above a wingspan stent looks the same, not reducing the flow, and extends to the cavernous ica but not beyond. A brain CT scan without contrast on (B)(6) 2012 at 04:00 revealed no acute intracranial abnormality. Following repeat angiography, the patient returned to the floor intubated and was successfully extubated next morning. A brain CT scan without contrast on (B)(6) 2012 at 20:02 showed no acute intracranial abnormality. A brain CT scan on (B)(6) 2012 demonstrated small areas of hypodensity in the right frontal lobe. The fellow progress note on (B)(6) 2012 at 09:44 reported the nih stroke scale score of 3 (left arm and leg drift were noted) and the rankin stroke scale score of 3. The progress note on (B)(6) 2012 at 21:24 reported the nih stroke scale score of 4 due to drift in left arm and left leg, and mild decreased sensation with neglect. The rankin stroke scale score was 3. The discharge summary noted the patient's neurological exam rapidly improved by the next morning, suggesting reperfusion as the main cause of hemiplegia and neglect. It further noted that a head CT scan did show very small right frontal hypodensities, consistent with small stroke, but were too small to explain the extent of his weakness the previous day. According to the discharge summary, pre-discharge on (B)(6) 2012, the nih stroke scale score was 2 due to left arm drift and partial left hemineglect. The hospital discharge diagnoses listed cerebral reperfusion injury and a small stroke. The site reported an event of ischemic stroke and partial recovery with minor residual deficits. The patient was discharged on (B)(6) 2012 on asa and clopidogrel. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 1016427-2012-00147 and 9616099-2013-00035.

Manufacturer narrative:
Concomitant medications continued: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices continued: 4.0x40mm boston scientific balloon, 10x40mm precise pro rx stent, 5.5x20mm boston scientific balloon and a wingspan stent. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect receipt of adjudication minutes. Adjudication minutes received indicated that there was thrombosis and the stroke was embolic. As reported by the sapphire study indicated that post deployment of the angioguard filter there was flow arrest in the right internal carotid artery followed by left sided weakness, confusion, not following commands and aphasia, diagnosed as an embolic stroke. The angioguard also caused significant spasm to cause stasis of flow and a dissection in the petrous carotid treated with an additional stent. The patient was symptomatic at the time of the index procedure after having experienced amaurosis fugax lasting 30 min prior to the procedure. Baseline nih and rankin scores were 0, respectively. Cas was being performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 20mm in length in a 5.0mm vessel diameter with mild vessel tortousity. The arch ii lesion was moderately calcified. A 5mm medium support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated with a 4.0x40mm boston scientific balloon and a 10x40mm precise pro rx stent was successfully deployed. Post-dilation was also performed 5.5x20mm boston scientific balloon. Post precise placement and angioguard removal a wingspan stent was deployed at the site of the dissection. The residual diameter stenosis measured 0%. There is no documented presence of air bubbles during the procedure. Additional heparin was administered and the patient remained on the heparin drip overnight. The patient had residual symptoms at discharge including left sided upper extremity weakness and partial left neglect with an nihss of 2. The patient was discharged 5 days later. Nih and rankin scores were each 3 at discharge. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter's basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 1016427-2012-00147 and 9616099-2013-00035.